Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. A new artificial urinary sphincter 4.0 cm cuff component was implanted. Additional information received indicated the device was replaced as the patient was no longer continent due to leakage of the system. The system was not working properly, and losing fluid. The issue was identified in the cuff. The patient began to experience issues approximately (B)(6) 2019. A new cuff was implanted, and the system worked fine.

Manufacturer narrative:
Corrected data e1. Additional information h6.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to the patient was no longer continent due to leakage of the system. The system was not working properly, and losing fluid. The issue was identified in the cuff. The patient began to experience issues approximately (B)(6) 2019. A new artificial urinary sphincter 4.0 cm cuff component was implanted and the system worked fine.